Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted. Pump communicated properly with test guardian link transmitter. No change sensor alerts noted. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer was reported that the insulin pump had hardware low level failure alarm. The blood glucose level was 124 mg/dl. The customer was able to clear the alarm and they were able to complete rewind the insulin pump. The troubleshooting was performed for pump error. The customer was advised the insulin pump should be replaced and advised to revert to back up plan. The insulin pump will be returned for analysis.